Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe and persistent pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2 (live births on ((B)(6) 2006, (B)(6)2012)). Concurrent conditions included body mass index increased and depression. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines/head (migraines)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), swelling ("whole body appears to swollen/ swelling"), arthritis ("arthritis"), arthralgia ("pain in joint (hands/knees)/knee pain/arthritis pain/joint pain"), back pain ("back pain/severe and persistent back pain"), pain ("quick movement produce sharp pain") and grip strength decreased ("hard to grip anything/could not fully close hand to open door"). In (B)(6) 2013, the patient experienced depression ("depression/caused or aggravated any psychiatric or psychological condition"). In october 2013, the patient experienced decreased appetite ("decrease in appetite"). In december 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced memory impairment ("memory fog") and asthenia ("energy increased again"). The patient was treated with naproxen, meloxicam (mobic), methylprednisolone (medrol), tramadol, famotidine, paracetamol (tylenol), thomapyrin n (excedrin migraine) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the swelling was resolving, the asthenia had resolved. In (B)(6) 2014, the pelvic pain and migraine was resolving, the arthritis and decreased appetite had resolved. At the time of the report, the pain in extremity, arthralgia, back pain, pain, grip strength decreased, alopecia and memory impairment outcome was unknown and the depression was resolving. The reporter considered alopecia, arthralgia, arthritis, asthenia, back pain, decreased appetite, depression, grip strength decreased, memory impairment, migraine, pain, pain in extremity, pelvic pain and swelling to be related to essure. The reporter commented: she did not claim to be allergic to nickel or any other component of essure or experienced a hypersensitivity reaction to nickel or any other component of essure. She did not retained the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received: reporters details, historical, concomitant condition and lab data were added. Previously reported permanent and severe injuries was replaced by specific events: pelvic pain, hand pain, whole body appears to swollen/ swelling, arthritis, pain in joint (hands/knees)/knee pain/arthritis pain/joint pain, back pain, quick movement produce sharp pain, hard to grip anything/could not fully close hand to open door, depression/caused or aggravated any psychiatric or psychological condition, migraines, hair loss, decrease in appetite, memory fog, she did not undergo essure confirmation test, energy increased again. Essure removed by hysterectomy, case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe and persistent pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2 (live births on ((B)(6))). Concurrent conditions included body mass index increased and depression. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines/ head (migraines)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), swelling ("whole body appears to swollen/ swelling"), arthritis ("arthritis"), arthralgia ("pain in joint (hands/ knees)/ knee pain/ arthritis pain/ joint pain"), back pain ("back pain/ severe and persistent back pain"), pain ("quick movement produce sharp pain") and grip strength decreased ("hard to grip anything/could not fully close hand to open door"). In (B)(6) 2013, the patient experienced depression ("depression/ caused or aggravated any psychiatric or psychological condition"). In (B)(6) 2013, the patient experienced decreased appetite ("decrease in appetite"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced memory impairment ("memory fog") and asthenia ("energy increased again"). The patient was treated with naproxen, meloxicam (mobic), methylprednisolone (medrol), tramadol, famotidine, paracetamol (tylenol), thomapyrin n (excedrin migraine) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the swelling was resolving, the asthenia had resolved. In (B)(6) 2014, the pelvic pain and migraine was resolving, the arthritis and decreased appetite had resolved. At the time of the report, the pain in extremity, arthralgia, back pain, pain, grip strength decreased, alopecia and memory impairment outcome was unknown and the depression was resolving. The reporter considered alopecia, arthralgia, arthritis, asthenia, back pain, decreased appetite, depression, grip strength decreased, memory impairment, migraine, pain, pain in extremity, pelvic pain and swelling to be related to essure. The reporter commented: she did not claim to be allergic to nickel or any other component of essure or experienced a hypersensitivity reaction to nickel or any other component of essure. She did not retained the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on 04-jan-2018: this case will be deleted from bayer database as this case was found to be duplicate of case # (B)(4) in follow up information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.